Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation device evaluation with correction to the initial with information inadvertently left out. Additional to provide an update to field (h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: the probe was broken. There were scratches around the broken area. The probe was broken from the scratched area. The tissue pad was worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the past investigation results, it is likely the probe broken could have occurred by the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed causing the seal and cut short circuit error (u508) occurred. Additionally, the seal short circuit error (u511) occurred during the seal activation. 4. A force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area, the probe damage error (u504) and the ultrasonic frequency error(u510) occurred. The probe check was performed at this timing, resulting in a probe damage error (u601). 5. A force was applied to the probe causing it to break. However, the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a hysterectomy procedure, the thunderbeat gave error codes u504, u601, u511, u510, u508, and u510 and the jaw fell off (later stated to be the probe tip). The user changed to a new thunderbeat and that one broke as well. Both tips were retrieved, however it is unknown how they were retrieved. There was no further additional medical/surgical intervention required as a result of the issue. The procedure was finished with a third device and there was no delay. Related patient identifier: (B)(6).

Manufacturer narrative:
The device has been returned and is pending evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.